Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis was not able to be performed. Review of the provided case imagery revealed 2 outward bent struts on the inflow of the valve. The sheath shaft profile appeared curved, which indicated tortuosity of the access vessel. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. Although the complaint was confirmed, a complaint history review was not required as the issue has been previously identified in a product risk assessment, which captures root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the provided case imagery. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, 'after advancing ds through esheath, one strut was deformed. The deformed strut made it impossible to give any push on the ds as it was completely stuck in the vessel'. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' These patient and/or procedural factors alone or in combination can cause resistance and lead to high push force during delivery system advancement through sheath. Based on case imagery, the event occurred just past the bifurcation, where the device naturally encounters a bend or tortuosity in the anatomy. As captured in a product risk assessment and a CAPA, it has been identified that the high push force of the commander delivery system with sapien 3 ultra valve through the esheath can cause secondary failures such as valve frame damage. In this case, it is possible that excessive device manipulation to overcome the insertion difficulty, may have contributed to the reported frame damage. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment (pra) was previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
The sapien 3 ultra valve and commander delivery system were returned to edwards lifesciences for evaluation. Visual inspection of the returned valve revealed no bent struts of the inflow or outflow of the valve crimped onto the delivery system. Visual inspection following the expansion of the valve revealed the valve profile was canted / distorted. No visible struts were observed on the inflow and out flow of the valve. All leaflets were wrinkled and dehydrated and all struts were exposed through the skirt, which is normal after crimping and use. Review of the provided case imagery revealed 2 outward bent struts on the inflow of the valve. The sheath shaft profile appeared to be curved, indicating the tortuosity of the access vessel. In this case, the complaint was confirmed based on the case imagery provided. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, 'after advancing ds through esheath, one strut was deformed. The deformed strut made it impossible to give any push on the ds as it was completely stuck in the vessel'. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' These patients and/or procedural factors alone or in combination can cause resistance and lead to high push force during delivery system advancement through sheath. Based on case imagery, the event occurred just past the bifurcation, where the device naturally encounters a bend or tortuosity in the anatomy. As captured in a product risk assessment (pra) and CAPA, it has been identified that high push force of commander delivery system with sapien 3 ultra valve through esheath can cause secondary failures such as valve frame damage. During returned product evaluation, minor gouges on flex tip was observed, which is an indicative of excessive device manipulation. In this case, it is possible that the device was excessively manipulated to overcome insertion difficulty, which resulted in frame damage. During product evaluation, bent strut(s) were not observed; however, bent struts on valve inflow was seen on the imagery provided. This could be because the struts were corrected during manipulation to retrieve the device. These procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of frame damage. A CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, difficulties were encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. After advancing the valve through the esheath, one frame strut was deformed. The deformed/bent strut made it impossible to give any push on the delivery system as it was completely stuck in the sheath and vessel. The entire system was removed. No injury to the patient was reported. A new valve, delivery system and sheath were prepared and successfully used for the procedure. The valve remains implanted in the patient. Review of a provided photograph of the valve and sheath while in the patient revealed the bent strut on the valve was existing the side of the esheath.